Manufacturer narrative:
Product analysis: product ID#: 3389-28. Analysis identified that the proximal end of the lead was stretched. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the lead implant procedure the tip of the lead was damaged when removing it from the guide tube. The lead was changed and the issue was resolved. There was no patient consequence noted. There were no symptoms reported. No further complications were reported or anticipated.